Manufacturer narrative:
H3: device evaluation is not required. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced low vault with rotation. The lens exchanged for a longer length lens and the problem was resolved. Cause of the event was unknown.